Manufacturer narrative:
The investigation for the reported hole in catheter issue has been completed. The impella device was received from the customer and an investigation regarding the returned device has been completed. The evaluation of the device noted that the returned product was visually inspected, and blood was observed in the red handle and catheter kinks were observed at the 35 cm mark. A hole was observed in the catheter at the 33 cm mark. The cause of the issue was blood ingress due to a hole in the catheter resulting from improper use. Impella cp with smart assist system instructions for use for the related event are as follows: section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿ this report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported a patient in acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. While on support, there was blood leaking from the device's red plug. The physician chose to continue support as the device was operating normally. The survival outcome at explant noted that the patient expired. The relation between the impella and death could not be determined, and the cause of the death is unknown.